Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for parkinson's disease. It was reported that the device is not working properly. There were no patient symptoms alleged and no further complications are anticipated.